Manufacturer narrative:
Medical device expiration date: na. Investigation summary: nine hundred and thirty-five sealed 3ml syringes (p/n 305663) from batch #8206917 were received in 6 sealed shelf cartons, and the rest in loose packages. The samples were visually evaluated for any type of damage. It was observed that one sample's shield was cracked on its lip that connects to the needle hub. No cracked barrel defects were found in the received samples. Potential root cause for the cracked shield defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8206917 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe vet 3ml s/t w/ndl 22x3/4 rb barrel was found cracked in the box. The following information was provided by the initial reporter: "cust has found quiet a few cracked syringes in the box which has led to the loss of 6 doses of vaccines and 3ml of ketaset."